Event description:
Patient representative reported swelling to left breast, left breast pain, hardening, cold sensation, capsular contracture baker grade unknown and "seromas". Additional report of "symptoms consistent with alcl,¿ ¿mental anguish,¿ ¿disfigurement,¿ ¿interference with daily functions such as working/sleeping/exercising/other activities involving the left arm,¿ ¿negative effect on intimacy and self-image,¿ ¿other physical and emotional manifestations that are severe and ongoing¿ and painful removal procedures¿ which were all deemed not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.